Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, non-penetrating nicks, opening, crease fold, wear abrasion. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. Additional, changed, and/or corrected data: d.9, e.1, h.3, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Healthcare professional reported a right side rupture. Device was explanted.